Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 861mg/dl. The customer stated that she was vomiting and had flu symptoms. The caller also called to make sure her insulin pump was alarming as it should. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarms happened the day of the event. Checked the bolus history and noted a bolus of 12.5 units delivered on the second day, but the daily totals did not reflect it. Instructed the customer to remove the cannula from her body, and it was bent. Instructed the customer to call back when the tubing clamp arrives. The customer's most recent glucose reading was 127mg/dl. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.